Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7070970/7071667.

Event description:
It was reported that the patients pocket site had opened and the ipg was exposed. The physician believed it was not procedure or device related. The patient underwent an explant procedure due to possible infection. The patient was placed on oral antibiotics. All device components explanted and discarded. The patient reportedly doing fine postoperatively.